Event description:
While using a byte night aligners, patient reported that they are experiencing allergic reaction to the aligners. The lips are swelled every morning and their top lip turned red with puffiness under their top lip. They were examined by their nurse practitioner and dermatologist. The patient was treated with benadryl, which seems to be working.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.